Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. There was no indication that results were reported out and there was no report of patient impact . Eua#: (B)(4). The following information was provided by the initial reporter: "false positive."

Manufacturer narrative:
H.6. Investigation: this statement is to summarize the investigation results regarding the complaint that alleges false positive results when using kit rapid detection of sars-cov-2 veritor (material # 256082 ), batch number 1031665. Bd quality performs a systematic approach to investigate false positive complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. An investigation and testing were performed on the batch number provided. The reported issue was unable to be confirmed. Photos were returned and reviewed. The problem could not be confirmed from the photographs provided. However, there is a trend against false positive results. Bd has initiated CAPA (corrective and preventive action) #1878253 to further investigate. Bd quality will continue to closely monitor for trends.

Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported while testing for sars cov-2 a false positive result was obtained. There was no indication that results were reported out and there was no report of patient impact. Eua#: (B)(4). The following information was provided by the initial reporter: "false positive".